Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.

Event description:
The jetstream g3 device was used to treat a highly calcified 43 cm lesion located from the iliac to the distal superficial femoral artery (sfa). Several passes were made both in the minimum diameter mode and then in the maximum diameter mode. Upon final angiographic review, a flow limiting dissection was discovered. Pta was performed to treat the dissection and flow was restored to the profunda. No further treatment was required.